Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the hip, which is an off-label usage of the device. The patient's parent reported that the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the hip. The patient uses insulet omnipod5. On (B)(6) 2025, the patient had reportedly removed her pod and was found sometime later passed out. The cgm was reading low on the app and an ambulance was called. The blood glucose reading was 400 mg/dl. The patient was treated in the hospital with an IV and discharged after 3 days. At the time of the report, the patient was in recovery stage at home. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.